Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning after a procedure, therefore the material was not removed completely. The material was some sort of silicone, medical antifoam or something similar; however, the material was unable to be completely identified. The event can be prevented by following the instructions for use which state: "[3.3 inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [3.8 inspection of the endoscopic system]inspection of the objective lens cleaning function. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Inspection of removing the remaining water from the objective. 1. After checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide reprocessing information from the customer. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: due to clogging of nozzle, water removal ability does not meet the standard value; bending section cover or distal sheath rubber has a scratch; adhesive on bending section cover or distal sheath has a crack; adhesive on bending section cover or distal sheath has a white - clouded area; due to nozzle clogging, amount of water contact does not meet the standard value; due to nozzle clogging, amount of water contact does not meet the standard value; image guide protector has a scratch; plastic distal end cover has a dent; and the connecting tube has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope had insufficient air to clear water from the objective lens. The issue was found when preparing the scope for use in a diagnostic procedure. There were no reports of patient or user harm associated with this event.   During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.